Event description:
This lead was explanted and replaced due to dislodgement. Additionally, the stylet was difficult to insert and the helix failed to deploy. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection multiple abrasion marks were found. In particular approx. 22cm distal to the is-1 connector pin, exact at the end of suture sleeve the insulation was rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to the bend position and constant friction against the edge of the suture sleeve. Cuts in the insulation were found which most likely occurred during surgery. Furthermore, the distal part of the lead was partly pulled out of the ring electrode. During the mechanical analysis a stylet designed for use with the lead was inserted but could be advanced only 1.5cm towards the tip of the lead. Severe deformations and breakage of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. These findings can be considered the root cause of the clinical observation reported in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.